Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) reviewed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) reviewed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) reviewed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note, the explant date was not reported. Should this information be received in the future, it will be included on the final report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) reviewed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note, the local area field representative was contacted for the exact explant date. However, the representative was unable to provide the date as they did not attend the box change procedure. As such, the explant date is an estimate. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.